Event description:
Surgeon observed first vcare balloon was not functioning properly before she used it on patient, it was removed from field. The second vcare was in pieces when removed from the patient. All pieces were observed. Vcares sent to purchasing for evaluation from company.